Manufacturer narrative:
Device evaluation: visual inspection shows no outward signs of any damage.the cannula luer port taper was measured using a taper gauge, the luer cap taper was measured using a ring gauge both were found to be in specification. Pressure integrity testing was performed at 3 l/min with 15 psi, (775 mmhg) of back pressure for 10 minutes. During the pressure integrity testing the luer cap remained connected. Conclusion: reason for the return was not confirmed. Correction b.2.intervention required correction h.1. Serious injury correction imf code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac surgery, the white "dead-ender" cap on the eopa arterial cannula came off twice. Prior to the procedure, both the registered nurse and the surgeon had tightened the cap. Shortly after initiation of cardiopulmonary bypass, the cap detached from the cannula. The surgeon re-secured and tightened the cap, but it detached again soon after. The surgical team then replaced the cap with a one-way stopcock on the cannula, after which no further issues occurred. Both instances resulted in blood loss and delays to the surgical procedure while the issue was resolved. Medtronic received additional information that the cap was not damaged prior to use. No unplanned blood transfusion was required. Medtronic received additional information that the surgeon and the perfusionist both confirmed that there was less than 50mls of blood loss as they were able to catch and resolve it immediately.